Event description:
Account alleged that fluid leaked through to the mattress ticking.

Manufacturer narrative:
Technician found small holes on the ticking. Technician replaced the ticking, percussion/vibration cushion, head cushion, topper foam, sheer liner, fire barrier and IV pole assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing is retrospective review of events for reportability. This effort will continue until we are current.